Event description:
It was reported the epg (external pulse generator) will not power on. Multiple new batteries were tried, with the same result. The epg was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, the main printed circuit board was out of specification. It was also noted that the upper and lower case halves were broken.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, the main printed circuit board was out of specification. It was also noted that the upper and lower case halves were broken. A detailed analysis was performed on the main printed circuit board. This analysis found that a capacitor component failure across internal primary system power caused the unit to immediately shut down when the on button was pressed.